Event description:
It was reported that one uromatic easy flow irrigation set was observed with particulate matter inside of the fluid pathway. According to the report, the customer stated that the inside of the tubing was "speckled". This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified white particulate matter in the tubing. This confirmed the reported condition. The cause was determined to be raw material from a supplier. To address this issue the supplier was notified of this event. Manufacturing personnel were made aware of this event as well. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.